Event description:
On 7/8/93, the icp monitor would not produce on a 21-yr-old male who was post severe head trauma from an auto accident. (Intracerebral bleeding.) This led to a delay in treatment of a critically ill pt. The MFR was contacted (after the md changed the catheters with no results). The md subsequently removed the catheter. The catheters were sent to co.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, environmental factors, hollow fiber, tubing. Conclusion: device failed during assembly, device failure related to patient condition, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.